Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received repeated prompts to connect the dexcom g7 cgm or enter blood glucose after a sensor applied earlier appeared to unpair, and attempts to re-pair using one sensor code failed until a replacement sensor was paired and initiated with a different code, with education provided that pairing can take up to 30 minutes and to use a blood glucose meter in the interim. Symptoms included transient hyperglycemia with a capillary blood glucose of 191 mg/dl without associated clinical effects. Outcomes included self-monitoring only, no alerts for prolonged hyperglycemia, no ketone testing, no medical intervention, and no assistance required. Investigation included troubleshooting and user education regarding sensor replacement, pairing, and interim blood glucose monitoring. Investigation of this case revealed a cgm pairing failure with the responsible device not identified, which was resolved by replacing and pairing a new sensor. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction related to cgm pairing that could not be further isolated.